Event description:
It was reported that iab was inserted via a sheath in left femoral artery. When pumping commenced, kink catheter alarms were experienced. The catheter was checked, and iab positioning was checked under fluoro. The tip of the catheter was in the correct position. The proximal 5cm of balloon was inflating but the remainder of the balloon was still wrapped. An attempt was made to manually inflate the iab with a 50 cc syringe but resistance was met. The patient expired before the iab could be exchanged.